Manufacturer narrative:
Analysis of the returned subject device confirmed the reported event. The programmer is unable to interrogate any devices and multiples error messages are displayed. A trace of battery removal is visible on 17-november-2025, this causing programmer files corruption, leading to the reported malfunction. The programmer will follow the normal process to get back to the field after a reghost and a reinstallation of the smartview. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, it is impossible to interrogate a pacemaker with the programmer. Rebooting the programmer did not resolve the issue.